Event description:
The pt received a scs system on (B)(6) 2011. It was reported on (B)(6) 2011 that the pt has no stimulation. X-ray of the system showed both leads have pulled out of the extension headers. One tail of the lead was no longer inserted into the extension, it appeared that the most distal contact on one of the lead tails was gone. Doctor felt it was safer for the pt to keep the existing lead and use new extensions. The extensions were tested intra operation and they were able to get parasthesia coverage. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.